Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the patient¿s ipg was explanted and replaced on (B)(4) 2022 resolving the issue.

Event description:
It was reported the patient¿s ipg was flipping in the pocket resulting in the inability to charge the ipg. As result, surgical intervention may occur on a later date.

Manufacturer narrative:
Date of event: event date is an estimate.